Event description:
It was reported that the user observed no glucose readings on the ilet display with a single line shown, consistent with intermittent communication failure between the dexcom g7 and the ilet, and the agent guided the user to toggle and reconnect the sensor; the affected device component was identified as the antenna within the electrical and magnetic system, and blood glucose remained unaffected with no alerts or alarms. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.